Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod packing coils (packing coils), non-penumbra coils, a non-penumbra microcatheter, and a non-penumbra sheath. During the procedure, the physician successfully implanted two non-penumbra coils and a packing coil into the target location. While attempting to implant another packing coil, the coil went in an unwanted direction. The physician was retracting the packing coil to re-position it when the coil unintentionally detached partially within the sheath and partially within the patient. The physician then used another non-penumbra sheath through a second access point and used forceps to remove the detached packing coil. At this point, the procedure was considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.